Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, returned to manufacturer on 03/24/2023. Section h3: device evaluated by manufacturer: yes. Section h6; component code: based on the investigation results the initially provided code 4755 is being updated to 525. Device evaluation: device evaluation: one (1) loi was returned within original packaging. A visual inspection of the returned product reveals that the disposable lens and patient seal tubing lines are inverted, such that the tubing from the patient seal port of the cassette connects to the disposable lens seal side of the suction ring. Functionality tests were performed, and the evaluation results were found not within specifications. The reported event was confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. No deviations, ncs, or capas were initiated during the manufacturing process for this lot number. A search of complaints from lot number: 21611342 from the last 12 months was conducted results revealed no related complaint(s) were found. Conclusion: based on the information obtained, product malfunction is confirmed. An awareness training to all operators was conducted to raise awareness of the failure. A preventative action is currently in process. A digital counter will be implemented at the crossed tubing test station. The digital counter will serve as a visual control to verify that each unit is tested as well as ensure that tubing is not inverted when sent to the final test. There was no patient impact reported. Johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that there was suction loss after laser fire using the liquid optics interface (loi) and the catalys system. The incident occurred during laser treatment. The procedure was completed with another loi. There was no patient injury and/or surgical intervention required. No further information provided.